Event description:
(B)(6) clinical study. It was reported that dissection occurred and required intervention. The target lesion was located in the left proximal superficial femoral artery, left mid superficial femoral artery, left distal superficial femoral artery extending up to left proximal popliteal artery with 6 mm proximal reference vessel diameter and 5.5 mm distal reference vessel diameter with lesion length 410 mm with 100% stenosis and was classified as trans-atlantic inter-society consensus (tasc) ii d lesion. Prior to the target lesion treatment with the study devices, pre-dilation was performed using 4 mm x 200 mm non-boston scientific pta (percutaneous transluminal angioplasty) balloon and 5 mm x 200 mm sterling pta balloon. Treatment of target lesion was performed by dilation using 6 mm x 200 mm, 6 mm x 150 mm and 6 mm x 80 mm ranger drug coated balloons study device. Post procedure, the final residual stenosis was noted to be 0%. On (B)(6) 2023, on the same day of index procedure, during the treatment of the target lesion, dissection of grade b was noted due to the 5 mm x 200 mm sterling pta balloon. In response to the complication, balloon dilation was performed using ranger balloon. Post treatment, the final residual stenosis was noted to be 0%. On the same day, the complication of dissection was considered resolved. On (B)(6) 2023, the patient was discharged from the hospital on dual antiplatelet therapy. There were no further patient complications reported.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age: 50 years old at the time of enrollment.